Event description:
The caller reported that a suction catheter would not fit into this tracheostomy tube and that they already had thrown away the 3.0ped tracheostomy tube. The caller had no other information.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.